Manufacturer narrative:
A review of the manufacturing paperwork could not be performed as the lot number was not available. The cause of the post-operative wound infection could not be determined with the information available.

Event description:
In a review of published literature, the following findings were noted: hiroshi hirukawa et al., "incisional open hernia repair with dualmesh&#59552;in the journal of (B)(6) surgical association, vol. 65, no. 7, page 974-980 (published in july 2010). Between june 2007 and august 2009, 19 patients underwent a surgical procedure using gore dualmesh® biomaterial to repair incisional hernia. The article states that one patient was identified with wound infection post-operatively, and the mesh was reported to be removed.